Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6) 2023 till (B)(6) 2024, the patient infusion set cannula was bent. Patient replaced infusion set and resumed insulin successfully. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 2 of 5